Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not appear again, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.